Event description:
Healthcare professional reported injecting a pt with juvederm voluma with lidocaine into the "nose dorsum." Shortly after the procedure, the pt complained of "right eye vision lost, giddiness and headache." The pt was treated with hyaluronidase within the first few minutes of the complaint. Pt was referred to a hosp and diagnosed with "central trinal artery occlusion" through some diagnostic testing of the eye the day after injection. Pt was then transferred to another hosp for MRI and CT scans. Symptoms did not improve and pt experienced pain and numbness in the eye area. Bruising was also observed on the mid nose with mild discoloration on the right "frontal nose and cheek." Pt has not received add'l treatments outside from "oral medication for pain and IV prednisolone." On the third day after injection, the pt continued to be affected in the "cavernous sinus," nerves of the eyelid and pupil for movement that resulted in "droopy eyelids" and limited pupil movement. The pt started to begin showing signs of impending necrosis. Pt still has very poor vision. Symptoms are still ongoing.

Manufacturer narrative:
Unique identifier (UDI) #: na. Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of "right eye vision lost, giddiness, headache, occlusion, pain, numbness, mild discoloration, droopy eyelids" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming.